Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), uterine perforation ('perforation: uterus/migration') and fallopian tube perforation ('perforation: fallopian tubes, uterus') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), fallopian tube disorder ("bilateral tubal distortion from the essure devices") with pelvic pain, abdominal pain ("abdominal pain") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (salping. (Bilateral), hyst. (Full) (B)(6) 2016 and salpingectomy (bilateral) and on (B)(6) 2016 hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, fallopian tube disorder, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device breakage, fallopian tube disorder, fallopian tube perforation, psychological trauma and uterine perforation to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms began to mostly resolve, though some remained. As a result, in (B)(6) 2016, after being diagnosed with retained essure device, plaintiff underwent laparoscopic hysterectomy. Plaintiff received treatment for fallowing conditions: chronic, pelvic/ abdominal, breakage/ expulsion, migration and perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration'), fallopian tube perforation ('perforation: fallopian tubes, uterus') and device breakage ('breakage/ expulsion: breakage') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube disorder ("bilateral tubal distortion from the essure devices") with pelvic pain, abdominal pain ("abdominal pain") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (salping. (Bilateral), hyst. (Full)(B)(6) 2016 and salpingectomy (bilateral) and on (B)(6) 2016 hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, fallopian tube disorder, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device breakage, fallopian tube disorder, fallopian tube perforation, psychological trauma and uterine perforation to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms began to mostly resolve, though some remained. As a result, in (B)(6), 2016, after being diagnosed with retained essure device, plantiff underwent laparoscopic hysterectomy. Plaintiff received treatment for fallowing conditions: chronic, pelvic/ abdominal, breakage/ expulsion, migration and perforation. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. New events added: pelvic pain, abdominal, breakage, psych injury, migration/ perforation: fallopian tubes and migration/ perforation: uterus were added. Plaintiff's information updated. Date of insertion updated and date of removal added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube disorder ("bilateral tubal distortion from the essure devices") and complication of device removal ("diagnosed with retained essure device") in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 9 months 23 days after insertion of essure, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube disorder (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (on (B)(6) 2015 laparoscopic salpingectomy with removal of essure tubal occlusive devices) and surgery (laparoscopic hysterectomy). Essure was removed. At the time of the report, the fallopian tube disorder and complication of device removal outcome was unknown. The reporter considered complication of device removal and fallopian tube disorder to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms began to mostly resolve, though some remained. As a result, in (B)(6) 2016, after being diagnosed with retained essure device, plaintiff underwent laparoscopic hysterectomy. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.